Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the up/down key on the infusion device is damaged. Pt stated she thinks the infusion device delivers too low insulin. Pt reported on (B)(6) 2011, the infusion device displayed an error 7. Pt stated on (B)(6) 2011, she started the infusion device again. Pt reported at this time the up/down key does not function at times. Pt stated on (B)(6) 2011, her blood glucose level at 6 am was 300 mg/dl; she ate and administered 7.0 units of insulin via the infusion device. Pt reported at 9 am, her blood glucose level was 367 mg/dl and she administered 4.0 units of insulin via the infusion device. Pt stated at 9:30 am, her blood glucose level was 340 mg/dl and she administered 3.0 units of insulin via syringe. Pt reported her blood glucose level at 10 am was 321 mg/dl and at 11:30 am, her blood glucose level was 201 mg/dl. Pt's normal blood glucose level is 150 mg/dl. Pt stated she stopped pump therapy with this infusion device on (B)(6) 2011; no time was provided. Review of device history shows pt used pump from (B)(6) 2011. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.